Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the staple line and cut line equal in length (indicating a partial fire)? ---no. The staples were partially not formed properly, the target tissue was cut. During which stroke did the event occur? ---the firing trigger was completely grasped, and this event was confirmed when the device was released after the 4th firing. The analysis found that one device was returned in good visual condition and with one cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted.

Event description:
It was reported that during an open esophagectomy procedure, some staples were not deployed at the 4th firing though the device functioned as intended until the 3rd firing. The target tissue was thick. The closing force was slightly higher than expected. The firing force was higher than expected. There was no unexpected noise. The firing trigger could be fully grasped until the 3rd stroke and the device was released without problems. The triggers and buttons returned to their home position after removing from the patient. The device was used to create the stomach tube. Reinforcement material was not used. A competitive device was used to complete the case. There were no adverse consequences to the patient.